Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube was not holding cuff pressure. Repeatedly putting air in cuff and tried all troubleshooting available such as checking evac suction, suctioning above cuff, mov technique, replaced cuff manometer, pilot balloon repair but nothing fixed the problem, and ended up doing a tube exchange.

Event description:
It was reported that the endotracheal tube was not holding cuff pressure. Repeatedly putting air in cuff and tried all troubleshooting available such as checking evac suction, suctioning above cuff, mov technique, replaced cuff manometer, pilot balloon repair but nothing fixed the problem. The incident left the patient with an unsecured, unprotected airways for a period of time, and ended up doing a tube exchange.

Manufacturer narrative:
Additional information: b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.